Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water cylinder and foreign material in the auxiliary water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material in the air/water cylinder and foreign material in the auxiliary water tube was confirmed. It was not possible to identify the foreign matter. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.